Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 500mg/dl with extreme thirst. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. No delivery defects were found during troubleshooting. The patient was referred to their healthcare provider for diabetes management. However, the patient insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: the pump histories for the date of the alleged incident were unavailable for review due to continued pump use. A review of the current total daily dose (tdd) history indicated that the tdd appeared to be less than the programmed basal deliveries, however the discrepancy was determined to be due to basal program changes observed in the basal change history. A review of the basal change history on (B)(6) 2016 did not match basal program 1, with the basal program changing to 0.0 units per hour until 13:14, then changing to 0.55 units per hour at 13:14, then changing to 0.475 units per hour at 21:32. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1 unit per hour basal rate and the total daily dose recorded accurately. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).